Event description:
A replacement device was sent to the pt because the pt stated that she felt a tingle from her shoulder to her hands and sometimes across her chest. The pt also stated that she felt the same symptoms with the replacement device.

Manufacturer narrative:
Additional device manufacture date: 02/02/2007. Device was returned on (B)(4) 2010 and in house preliminary testing has not been performed. Associated accessory for device #1: act cell phone monitor; model# com001, serial # (B)(4); device manufactured 01/29/2009. Associated accessory for device #2: act cell phone monitor; model# com001, serial # (B)(4); device manufactured 02/02/2007.